Manufacturer narrative:
(B)(4). A visual, dimensional , and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. No device history record review was performed since customer did not provide lot number for device. No sample available from the customer to investigate. Complaint not confirmed. Root cause unknown. Teleflex will continue to monitor feedback from the customers on issues related to incomplete bottle puncture on water bottle products.

Event description:
The customer alleges having an issue spiking the water bottle. No patient injury or consequence.